Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Patient fell down on their butt at work last year and also fell once again in their house and landed on cement. At that time, patient consulted with interstim doctor and they indicated that the falls would not damage ins. Patient stated then a week ago patient fell down once again, they were walking, it was not wet when all the sudden they fell down. Patient stated that they were now falling a lot. Patient stated recently that they fell and broke their hand and ribs. Patient was sent for CT scan of their head due to falls to see if there was something going on in brain/head, but everything came out normal. Patient stated that they believed the interstim device was causing patient to fall. Patient did call interstim doctor office and spoke with nurse who indicated to patient that the interstim device would not cause patient to fall. Patient stated that was the reason that they were calling representative was to find out as if interstim could be causing to fall down so much because prior to interstim, they did not have these issues. Patient was advised to consult with doctor for more information. There were no complications or that no further complications were reported. Patient was implanted for fecal incontinence and gastrointestinal/pelvic floor

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received as patient reported that they went to hospital and doctor had x-rays with case and few pain medicines. Symptoms had been resolved. Patient's weight was reported. There were no complications or that no further complications were reported.